Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported the device had reached eri (elective replacement indicator) on (B) (6) 2009, and was experiencing intermittent capture. The device was explanted and replaced. No patient complications were reported as a result of this event.